Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd received one samples from the customer for investigation. Samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had the safety shield failure. The following information was provided by the initial reporter; the customer stated "the safety device is falling off the bd eclipse needles." This is report 1 of 2.